Event description:
On (B)(6) 2026, senseonics was notified of a user experiencing an infection at the sensor insertion site. Reported symptoms included bright redness extending slightly beyond the adhesive area, warmth, sharp pain, and significant purulent discharge that led to skin rupture and acute discomfort. The user's healthcare provider confirmed the infection and prescribed antibiotics (augmentin and gentalin meta). The sensor was not initially removed; however, the patient requested a replacement. At the time of reporting, removal of the sensor had been scheduled but had not yet been confirmed.

Manufacturer narrative:
Development of infection at the insertion /removal site is a known and anticipated potential adverse effect, which does not require additional investigation. A review of the device's manufacturing records indicated that the sensor lot met all requirements, including sterilization requirements for release.